Manufacturer narrative:
Manufacturer evaluation confirmed the reported not working and overheating.

Event description:
The cordless driver 2 handpiece was returned to stryker instruments for evaluation due to allegedly overheating and not working during testing at the customer account. There was no patient involvement and no adverse consequences associated with the device.